Event description:
Additional information was received from the consumer. It was reported by the patient they didn¿t think their implant was working properly because they were having fecal incontinence. The patient reported they were having a lot of fecal incontinence and they were wearing diapers 24/7. The patient stated they would like to be able to control their bowels. They reported they were on miralax and their stool was not all liquid and that they should be able to control their fecal matter when it wasn¿t all liquid; they should be able to hold in the fecal matter. The patient reported that the last time their previous health care physician (hcp) checked the device they said the device was ok. The patient reported they had also increased their stimulation; the patient noted the last time they increased the stimulation was in (B)(6) or (B)(6) of 2017. The patient noted they fell on their back in the (B)(6) of 2017 when asked for an issue that could be related. The patient stated they had slipped while getting out of the tub. They went to their hcp as they saw a bruise in the shape of the implant. An x-ray was done and the hcp said nothing moved and the implant was ok but the patient reported they thought the fall had effected their symptom control. While on the call, the patient increased their stimulation fromprogram 3 at 0.4v to 0.5 v where they felt the stimulation. The patient was sent hcp listings as they currently did not have an hcp. The patient was going to go back to an hcp they had been seeing for a referral. The patient was advised to follow up with an hcp if adjusting stimulation did not improve symptom control. There were no further complications reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted related to this event may have been updated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient fell and landed on her back where the implant was located. The patient stated that she noticed the square of the ins on her rear and there were bruises. It was mentioned that the ins seemed tilted and near the skin. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that if they couldn't find a new healthcare provider they could get the device removed and deal with the results. No further complications were reported.